Event description:
It was reported that the foot-switch on the 6600 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot-switch was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc. This MDR is related to ge healthcare complaint number.